Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and low amplitude. It was noted the lead was fractured. The device was reprogrammed. An x-ray was performed and then a set screw or insertion issue was suspected. Subsequently, a revision procedure occurred. The lead/header connections were checked and no issues were found. When the lead was manipulated noise was noted. The lead was tested on the pacing system analyzer (psa) and the out of range measurements were duplicated. This ra lead was explanted and replaced. The measurements were within normal range on the new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and low amplitude. It was noted the lead was fractured. The device was reprogrammed. An x-ray was performed and then a set screw or insertion issue was suspected. Subsequently, a revision procedure occurred. The lead/header connections were checked and no issues were found. When the lead was manipulated noise was noted. The lead was tested on the pacing system analyzer (psa) and the out of range measurements were duplicated. This ra lead was explanted and replaced. The measurements were within normal range on the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fractured outer coil and coil deformation. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported noise and high impedance measurements was likely the result of the lead damage observed by the laboratory.